Event description:
Device issue: shaft separation. Time of device issue: during the procedure. Adverse event: none. It was reported that during advancement of the voyager balloon catheter to the lesion, resistance was felt due to the tortuosity and moderate calcification of the lesion. The proximal end of the shaft separated outside the patient. Reportedly, there were no patient effects. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the balloon catheter was returned with no blood visible. There was contrast in the inflation lumen. The balloon was loosely folded. The hypotube was separated at the distal end of the strain relief tubing. The fracture faces were ovaled as if kinked prior to separating. The hypotube jacket was separated at the same location. The material at the separation was stretched and jagged. There were multiple kinks in the hypotube distal to the separation. There was a kink in the hypotube (bayonet) and outer member 12 cm proximal to the guide wire exit notch. There was no other damage noted to the sds. A non-abbott stopcock was attached to the hub of the catheter. There were no kinks or damage noted to the tip or inner member. The entire length of the tip was measured and met manufacturing criteria. A laser micrometer was used to measure the crossing profile and this met manufacturing criteria. The 2/3 profile balloon could not be measured due to the hypotube separation, unable to deflate the balloon catheter. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection, damage to the catheter, interactions with other devices or accessory device support. As reported above, the lesion was moderately tortuous and moderately calcified, which likely contributed to the difficulties experienced. The balloon was also found to be loosely folded, which may indicate that at some point, positive pressure may have been applied to the system, causing the balloon to slightly expand. If positive pressure is inadvertently applied during advancement, this may have contributed to the reported difficulty crossing, though it is unknown if this occurred during or after the procedure. The analysis further confirmed that the hypotube shaft, including the jacket material, was separated at the distal end of the strain relief tubing. Therefore, the catheter could not be deflated to measure 2/3 balloon profile dimension; however, the tip length and crossing profile both met manufacturing criteria. Overall, the failure to advance is not generally associated with a product quality deficiency and was likely related to circumstances of the procedure. Analysis of the separation noted that the fracture faces of the hypotube were ovaled, indicating that the hypotube was bent or kinked prior to fracture. Additionally, both ends of the separated jacket material were jagged and stretched, which suggests tensile overload (material stress/fatigue). Force or cycling of the hypotube (kinking, straightening, kinking) may result in the eventual fracture of the hypotube as a result of excessive strain. There were also multiple kinks along the hypotube and a kink in the bayonet/outer member. Since this damage was not reported during the inspection prior to use, the shaft likely kinked during advancement or from handling after the procedure. In this case, it is possible that the shaft kinked as resistance was encountered during an attempt to cross the tortuous and calcified lesion. Kinks or bends in the shaft can lead to weakening of the shaft material, such that subsequent application of force or further handling can cause a separation. A review of the device lot history record did not reveal any non-conformities which could have contributed to this complaint. In this instance, based on the information received with this complaint and the returned product analysis, the reported failure to advance and shaft separation appears to be related to circumstances of the procedure and not a product quality deficiency.